Event description:
Caller reported a malfunction on the pump, identified as malf 0, with fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears.